Manufacturer narrative:
(B)(4): method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that two stent fractures were observed 6 months after implant of this transcatheter pulmonary valved conduit. It was reported that the patient was not symptomatic. Seven months after implant, the patient presented with chest pain. A diagnostic catheterization was conducted and revealed a 20mmhg gradient through the transcatheter valve (tcv), confirmed the two previously noted stent fractures and compression of the tcv from front-to-back resulting in an oval configuration. Balloon angioplasty of the tcv was performed. Improvement was noted in the size and shape of the tcv with no gradient through the tcv. The patient was discharged one day after the procedure with no adverse effects.